Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia after starting the ilet, with a highest cgm reading of 331 mg/dl and a concurrent manual fingerstick of 244 mg/dl, persisting for about four hours; the cgm used was dexcom g7 and the infusion set was a flex set placed in the thigh. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond troubleshooting and education, and no hospitalization. Investigation included user troubleshooting and education for high glucose management. Investigation of this case revealed that the cause of the hyperglycemia remained unclear and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the event was not conclusively attributable to the device and the cause remained undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.